Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant, there were no consequences to the patient.

Event description:
New information notes that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2020. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. As received, the device was above eri. A device image and session record were both reviewed by clinical engineering and the recorded bpa was determined to be invalid due to the reset on (B)(6), 2020.